Event description:
It was reported while using a bd vacutainer® one use holder, the holder caused blood to leak from the wingset collection device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: this device does not expire. Investigation summary: "material #: 364815. Lot/batch #: 1040029. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed, but no specific issue with the holder was identified. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."